Event description:
According to the reporter, the device depletes battery power rapidly. There was no pt involved with the reported event.

Manufacturer narrative:
Physio-control replaced the customer device. Physio evaluated the device and observed proper operation through functional and performance testing. Physio could not find any evidence of current leakage or electrical shorts.